Event description:
Customer reported a reservoir leak for her son. Her son's blood glucose is 4.9mmol/l. Customer states the location of the leak is on the bottom of the reservoir. Troubleshooting revealed missing fluid in the reservoir compartment. Customer also reported no cracks or splits in the reservoir and all compartments are present. No additional information is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.